Event description:
Technician alleged that the brakes would set but not hold. No injury reported.

Manufacturer narrative:
The technician found the head end brake caster was worn out. The tech replaced the head end brake caster to resolve the issue.